Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code malf 0. There was no reported adverse impact on the customer¿s blood glucose level. The customer was assisted with resetting the pump, and the malfunction code did not recur after the reset. Customer support instructed the caller to continue using the pump and to contact technical support if the issue reoccurred, which the caller acknowledged and understood.